Manufacturer narrative:
The customer informed the remote service engineer (rse) that the device was repaired. Further case information regarding the repair and whether the device passed the required performance verification tests per philips standard and was returned to service is still pending.

Manufacturer narrative:
The biomedical engineer (bme) called technical support again to inform that the issue remained after the central processing unit (cpu) printed circuit board assembly (pcba) replacement was performed. The remote service engineer (rse) reminded the bme to provide the serial number of the new cpu pcba to get the encryption code to turn the software options back on. Furthermore, the bme noted that the next part to be replaced will be the motor controller (mc) pcba. The repair is still pending.

Manufacturer narrative:
The customer ordered and installed the replacement mc pcba, but the device remained unrepaired. The customer then placed another part order for the replacement mc pcba. Further case information regarding the repair and operational status is still pending.

Manufacturer narrative:
The customer informed the remote service engineer (rse) that the device was repaired. Further case information regarding the repair and whether the device passed the required performance verification tests per philips standard and was returned to service is still pending. The investigation is ongoing.

Event description:
Philips received a complaint by the customer on the v60 indicating that the 35 volt, 12 volt and 3.3 volt readouts were all zero on the pneumatics screen. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The remote service engineer (rse) advised the customer to replace the motor controller (mc) printed circuit board assembly (pcba) and provided the customer with the part number of the replacement mc pcba for repair; however, after replacing the mc pcba, the customer informed the rse that the issue remained. The rse then advised the customer to replace the central processing unit (cpu) pcba, provided the customer with the part number of the replacement cpu pcba, and informed the customer that the installation will also include reprogramming the serial number, operating hours, and software options. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the repair; however, no response was received. Based on the v60 service manual, the replacement mc pcba should resolve the issue. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.